Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked IV shield. Bd was not able to identify a root cause for the indicated failure mode." H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle customer found cracks in the cap. The following information was provided by the initial reporter. The customer stated: " if the packaging bag of the blood sampler is opened and there are cracks in the cap of the blood gas needle, it cannot be used. Immediately replace the product with a new one."